Event description:
Related manufacturer reference number: 2017865-2023-50240. It was reported that the patient presented to hospital with redness due to infection and skin erosion at device pocket. The device pocket was noted to be swelling. During the explant procedure, the screw of the right ventricular (rv) lead was broken. The implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.